Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. The instrument was discarded by the site. Codes b18, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the patient had extremely hard bone. The surgeon broke off the tip of the thoracic probe as he was removing the instrument it from the pedicle. There was no surgical delay and no impact on patient outcome. Additional information was received. It was reported that the tip was removed from the bone. It was noted that it took probably 30-45 minutes to remove the broken tip.